Manufacturer narrative:
(B)(4). The product has been promised however, at this time it has not been returned so an evaluation was not possible. We continue to follow up with the customer and if and when its' provided a supplemental report will be sent. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
(B)(4). This complaint is opened for the second "new" catheter which also displayed alarms and during use there was a patient death. Initial complaint (B)(4), is for alarms and injury(drop in circulatory pressures). (B)(4). Iabp console continued to alarm abp disconnect. Helium tank was unable to maintain reserve there by decreasing balloon and causing a decrease to the augmentation and drop in pts circulating pressures. Iabp was d/c'd at the bedside by the cardiologist under fluro and immediately replace with new cath. The new cath then continued to alarm abp-disconnect. Console also exchanged. During support of this vert sick chf pt. Awaiting a heart transplant several catheter disconnect alarms have occurred. No sign of leak or condensation all connections secure.

Manufacturer narrative:
(B)(4).

Event description:
This complaint is opened for the second "new" catheter which also displayed alarms and during use there was a patient death. Initial complaint (B)(4), is for alarms and injury(drop in circulatory pressures). Iabp console continued to alarm abp disconnect. Helium tank was unable to maintain reserve there by decreasing balloon and causing a decrease to the augmentation and drop in pts circulating pressures. Iabp was d/c'd at the bedside by the cardiologist under fluro and immediately replace with new cath. The new cath then continued to alarm abp-disconnect. Console also exchanged. During support of this vert sick chf pt. Awaiting a heart transplant several catheter disconnect alarms have occurred. No sign of leak or condensation all connections secure.